Manufacturer narrative:
The reason for this revision was to alleviate patient joint pain after 3.2 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against lot number 192g1011, this one for looseness and the second for rotator cuff failure. (B)(4). This complaint has been for looseness and the remaining complaints are submitted for other issues such as trauma, dislocation and infection. During the revision surgery the glenoid was observed as loose and is believed to be the source/root cause of the pain. Several factors unrelated to the implant can play a role in the implant becoming loose: such as loose joint from degenerative tissue, surgical technique and improper implant selection. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was experiencing pain a year after a total was performed. It was instructed that the surgeon was going to revise the implants. The surgeon removed all of the implants: the glenoid, stem, neck and head. The glenoid seemed to be very loose; causing the issue. The surgeon decided to repair the glenoid with new bone and replace the stem and head giving the patient time to heal his glenoid.